Event description:
Complaint alleges: it was reported that a surgery on a pt was being performed and the hem-o-lok clip did not tighten and fasten. The surgeon tried several times to use the clip, but was unsuccessful; he then used a different applier, still the problem remained. The surgeon was able to successfully complete the surgery after he used clips from a different lot number. Additional information was requested, but no additional information was received at the time of this report. There were no clinical consequences reported, as a result of the incident.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.